Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reset the pump and the malfunction code is resettable however the malfunction alarm kept recurring. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was not provided.